Event description:
A hospital in (B)(6) reported via a distributor that a leak was observed on the water feedset of an mr290v vented autofeed humidification chamber. This occurred during use but no patient consequence was reported. The mr290v vented autofeed humidification chamber is part of the rt204 adult dual heated breathing circuit kit.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) for evaluation. It was visually inspected and connected to a waterbag to test for leaks. Results: small drops of water began to build up at the connection between the water feedset tube and spike. Visual inspection revealed that sufficient amount of glue was present around the spike tubing connection; however, the glue had only partly bonded. A lot check revealed no other complaints of this nature for lot number 120531. Conclusion: all chambers are pressure tested before they leave the production line, and any holes or leaks in the feedset are identified during this process. The feedset tube exhibited some leaks from the spike due to partial failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Manufacturer narrative:
(B)(4). The complaint device has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that a leak was observed on the water feedset of an mr290v vented autofeed humidification chamber. This occurred during use but no patient consequence was reported. The mr290v vented autofeed humidification chamber is part of the rt204 adult dual heated breathing circuit kit.